Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly and the instrument did not cut. The surgeon applied another device to complete the procedure. The hosp reported no pt injury occurred.